Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. A code indicating the malfunction was resettable, and technical support provided assistance in resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump.